Manufacturer narrative:
Add'l info rec'd indicated that the customer stabilized the high bg level with insulin injections. The customer's bg level was at 80 mg/dl. Tandem technical support performed a system check using the current cartridge and infusion set; both functioned as expected. The tandem t:slim pump user guide indicates the humalog has been tested up to 48 hours and to changer your infusion set every 48-72 hours. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 599 mg/dl. The customer changed the cartridge the cartridge and infusion set. Insulin delivery was resumed and the bg lowered to 215 mg/dl. The customer has been using the cartridge and infusion set for 4 days.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.